Event description:
It was reported that during an unknown procedure, the first device would not close the staple line on the back side. The second device was fired and the same thing happened. A competitor's device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.